Event description:
It was reported that during an open hysterectomy, staple at the 5th firing was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 22 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. A batch record review was performed and no anomalies were found during the manufacturing process.